Event description:
The customer taken by ambulance to hospital 10/20. Customer was treated with IV insulin, pain medication, and heart medication. She was hospitalized for 4 days. The customer stated that "the pod contained liquid and condensation, and the pod was pumping inside itself."

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that there was fluid inside the omnipod. We are unable to determine if it could have contributed to the reported hospitalization for hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria.